Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and that no tones were present with magnet application during a routine follow up appointment.